Manufacturer narrative:
(B)(4).

Event description:
It was reported that in thoracic surgery, insertion was successful and without issue, however, resistance was met during removal. After postural adjustment, the catheter was finally removed. It was at that time a 9mm piece of "iron wire" was found inside the catheter. The distributor confirmed that this swg did not break in two, instead they refer to the piece found as a foreign material. There were no additional attempts at the procedure, and no reported delay, death, or complications to the patient as ar result of this occurrence.